Event description:
While the customer was using a cavitron plus g136 they allege that the insert got hot and burnt the patient. Ointment was applied to patient's lip.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
(B)(6) 2025. Cn: (B)(6) # n/a. 000 evaluated, meets specifications, contact customer could not replicate the issue of getting hot. Suggest checking inserts being used are free of clogs and damages as this is most likely causing the issue. Missing rubber feet. Dead/low batteries in wireless foot pedal. Tested and recalibrated to manufacturing specifications. Qa jb. Note: no sterimate sent in for evaluation.